Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review and another log file was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days (10jun2023, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately captured. Low bus voltages were intermittently active on 10jun2023 from 20:10:05 ¿ 20:31:56. The alarms occurred while the controller was connected to both battery power and while on the power module. The alarms cleared shortly after activating. The driveline was disconnected on 10jun2023 at 20:40:31 and the controller was shut down at 20:41:30. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent functional testing and did not pass. The system controller was connected to a mock loop and was able to operate a pump; however, low voltage alarms were active. The system controller underwent continuity testing and increased resistances in the wires was measured. The power cables were cut open to inspect the condition of the internal layers. The wires did not have any physical damage to them; however, fluid ingress was observed throughout the length of the power cables. The root cause of the reported event was unable to be conclusively determined; however, wire fatigue and fluid ingress may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced frequent low voltage alarms. The event log captured low voltage advisory and hazard events while on battery power. Despite cleaning and changing both the batteries and battery clips, the issue could not resolve. The patient was stable and was switched to backup controller which resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.